Event description:
It was reported that a spike with clearlink injection site was leaking from the clearlink luer. This malfunction occurred when the device was being used to ¿take a dose from the bag¿. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; however the customer has provided a photograph of the device for evaluation. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). A photograph of the actual device was not provided by the customer. Additional information: as the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.